Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the communication error between the scope and the device occurred due to the breaking of the terminal inside the video connector socket. The terminal buckling was likely caused by the scope used in the combination and occurred in the following order: -when inserting the scope internal into otv-s190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in otv-s190. -the terminal inside the scope status socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The instructions for use have the following statement which can prevent the event: "confirm that the video connector of the videoscope are not damaged."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ intermittent image¿ was not confirmed. However, a worn scope socket was found causing poor connection with scopes and camera heads. Also, a bent pin was noted inside the socket causing no image and a black screen. The unit received with damaged portable memory. Cosmetic wear was noted on the unit¿s top cover and discoloration on the front panel that does not affect its functionality. The unit was equipped with out dated software and new type power switch. The investigation is ongoing and if additional information is received this reported will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the image intermittently displayed on the video system. It was reported that the issue occurred when the staff attempted to clean the unit and when the pigtail was wiggled (cable). There was no patient injury or patient involvement reported.